Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information provided, it was reported that during the surgery, after 1st firing, two plates were deployed at the same time (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that both plates are shown deployed. No other issues were found. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 12deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to when the loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger), pulling the red trigger before the first shot will place the second plate to the deploying position and when the gray trigger is pressed, both implants will be deployed at the same time; as per IFU 109282; the proper deploying sequence is provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. IFU 109282 device history lot: product code: 228141. Lot no: 1084a5. There was no non-conformance regarding this lot. Manufacturing date: 30-apr-2025. Expiration date: 31-mar-2028. Device history batch: null. Device history review: product code: 228141 lot no: 1084a5. There was no non-conformance regarding this lot. Manufacturing date: 30-apr-2025. Expiration date: 31-mar-2028. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during an arthroscopic meniscal repair procedure that the omnispan meniscal repair 12deg device, that during the surgery, after 1st firing, two plates were deployed at the same time. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.